Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed all factory-specified tests on the machine. All the parameters are in compliance with factory requirements. The fse stated that no loop air leakage problem was found. After communicating with the customer, it was confirmed that the cause of the air leakage was due to the safety plate. The fse confirmed the air leakage was caused by a loose connection with the balloon pipeline, the machine itself was not faulty. The on-site inspection found that the error was caused by the customer's operation. Relevant usage precautions were communicated with the customer.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit loop leaked. The customer promptly replaced the other equipment. There were no injuries reported.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.